Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) is being used to capture the additional intervention performed.

Event description:
It was reported during ongoing use, the device and right ventricle (rv) lead were extracted due to infection. It was indicated that the patient had several infected teeth. It was suspected that this is where the infection originated from. The explant procedure went well. The device and lead will not be returned.